Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on 2019-nov-08. It was reported that the pump had stalled on (B)(6) 2019 at 08:22 and recovered on (B)(6) 2019 at 04:04. The pump was replaced on (B)(6) 2019 and was going to be returned for analysis. It was noted the patient had experienced withdrawal symptoms and they had been managed with oral medications until the explant. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The previously reported method, result, and conclusion codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving morphine concentration not reported at 19mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 an unexplained motor stall was reported. There were no known environmental, external or patient factors at the time of the report that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the home infusion nurse collected the logs. The actions and interventions taken to resolve the issue was the patient had an appointment with the physician to discuss replacement on (B)(6) 2019. Surgical intervention did not occur, was planned but had not been scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.